Event description:
It was reported that "while doing a acdf with our anchor c product, the surgeon broke the tip of the drill guide off into the anchor c implant. All products where then x-planted and returned to our office."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.